Manufacturer narrative:
H6: investigation summary one sample of material number ms3500-15 was submitted for quality investigation. The customer complaint of tubing damaged could not be verified because the tubing and drip chamber is intact and not damaged, however, separation of the tubing to the drip chamber is verified. . Evaluation of the sample shows that the tubing was no longer connected to the outlet port of the drip chamber. Further examination under magnification indicates that there was solvent at union location, however, the tubing was still able to be separated. A device history record review for model ms3500-15 lot number 22099205 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the failure is a lack of sufficient solvent applied to maintain a secure connection between the secondary set tubing and the drip chamber.

Event description:
It was reported that the bd alaris¿ secondary set broke and disconnected from the adapter during use and leaked. The following information was provided by the initial reporter: "the tubing is breaking, and randomly disconnecting"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ secondary set broke and disconnected from the adapter during use and leaked. The following information was provided by the initial reporter: "the tubing is breaking, and randomly disconnecting"